Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a cataract surgery, there was a capsule rupture and a vitrectomy performed. It was also reported that there was no actual issue with the lens or inserter. The rptr did not indicate whether the capsule damage occurred prior to lens insertion into the eye. This event refers to the pt's left eye. Please reference MDR# 1119279-2014-00046 for the intraocular lens used in this event.